Manufacturer narrative:
Catheter model 8709sc, lot # n165059008, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported the device flipped. The device flipped "about a month after it was installed" and "had to" be "sutured down." It was noted that the patient experienced a "pretty long recovery." The device system was used to infuse hydromorphone and ziconotide. No further information was reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. On (B)(6) 2015, it was reported that the pump ¿slipped¿ and was surgically revised in (B)(6) 2009. When the patient got the pump replaced, he didn¿t do well partly because it was the pain level from the surgery that became so bad and he didn¿t do well with surgery in general.